Event description:
It was reported the patient had their device removed to have an MRI. It was stated the caller thought the device wasn¿t working properly.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).